Event description:
It was reported that the patient presented for a routine generator change. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The lead was capped and replaced on 6 jun 2023. The patient was stable.